Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin, was using cold insulin, and was pulling air out of the cartridge with an empty syringe. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days and that insulin should be at room temperature before filling a cartridge per user guide and educated the customer on the proper loading process. The customer reverted to an alternate method of insulin therapy.